Event description:
It was reported that the cover for the charging port of the pump was broken, the top button was faulty, requiring multiple attempts to turn on the pump, and there were slight dings and damages to the pump body. There was no adverse impact to the customer's blood glucose level. The caller was informed that the damage was cosmetic and did not affect the pump's functionality, which the caller understood and acknowledged. No further assistance from technical support was requested by the customer.